Event description:
Reference MFR report number: 3006705815-2019-01392.

Manufacturer narrative:
Concomitant medical products and therapy dates model 3186, scs lead; therapy date: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR report number: 3006705815-2019-01392. It was reported that the patient experienced ineffective therapy. The physician confirmed that the leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2019 during which the existing leads were explanted and replaced. Patient issue was resolved.